Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The 99% stenosed lesion was located in a moderately tortuous peripheral vessel below the knee. The 1.5x20mm sterling es balloon was advanced to the lesion and inflated once to 4 atms when it ruptured. The procedure was completed with another device. No patient complications were reported. Patient status is listed as good.

Event description:
It was reported that during a laparoscopic procedure, an error code was displayed during use and the device was reset several times. When the nurse wiped the blade outside the patient, the blade was broken off. No pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis showed that the device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade 'lockout' later in the procedure, and continued usage can result in a broken blade.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.